Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical reports: c4tr01 crt-p, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported by the patient that they had a rapid, intermittent heart rate. The patient indicated that their heart was beating so hard they "can actually see it". Follow-up information was received from the clinic indicating that the left ventricular (lv) lead had diaphragmatic stimulation. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.